Event description:
Nurse was sitting on the stool at the nurses station doing documentation/charting. The stool collapsed/fell apart while she was sitting on it. She fell onto the floor and fractured her tail bone. The post and seat detached from the base. The bolt that attaches the post to the base is very short. It looks like it is too short to adequately secure the post to the base. Manufacturer was notified and sent a technician to inspect and repair the stool. He replaced the original bolt with a longer bolt. The nurse weighs (B)(6). The stool has a weight capacity of 350 lbs (per manufacturer's specs).